Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Inamed had not received the product; therefore, no analysis or testing can be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as "leaking access port"